Event description:
It was reported that this patient with a implantable cardioverter defibrillator (ICD) and non-boston scientific leads was hospitalized in the intensive care unit, due to hemodynamic issues. It is not known if the hemodynamic issues were due to patient condition or related to the device. The hospital does not have a programmer to interrogate the device. The patient reported hearing tones emitting from the device, and right ventricular (rv) lead had high, out of range pacing impedance (greater than 2400 ohms). A boston scientific technical service (ts) consultant reviewed device data available from (B)(6) 2020, reporting that the tones could be related to the high out of range pacing impedance. The patient reported having a mitral clip implanted in (B)(6) 2020. Ts consultant recommended programming options, and recommended having the patient follow up with the primary electrophysiologist for an interrogation of the device, lead integrity testing and x-ray images to verify lead integrity. Additional information was received that this patient was seen for a follow up appointment with the electrophysiologist. The right atrium lead was turned off due to patients chronic atrial fibrillation. The patient will be monitored through the home monitoring equipment. The device and leads remains implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).